Event description:
Fresenius became aware via a customer experience survey response that this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis and transitioned to incenter hemodialysis (hd) on (B)(6) 2018. Follow-up revealed the patient remains on hd and has recovered from the events. Subsequent attempts to obtain additional information (e.g., discharge summary, medication records, patient demographics) have thus far proven unsuccessful.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler and the serious adverse event of peritonitis and transition to hd. The etiology of the peritonitis is unknown; therefore, causality cannot firmly be established. Given the limited follow-up information, a more comprehensive investigation could not be performed. However, it is a well-known fact that individuals undergoing pd for rrt have a significantly increased risk for infections of the peritoneum. Based on the information available, the liberty cycler can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction occurred causing the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
Fresenius became aware via a customer experience survey response that this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis and transitioned to incenter hemodialysis (hd) on 1/dec/2018. Follow-up revealed the patient remains on hd and has recovered from the events. Subsequent attempts to obtain additional information (e.g., discharge summary, medication records, patient demographics) have thus far proven unsuccessful.